Event description:
It was reported the epg (external pulse generator) was in use on a patient, with a setting of 40ppm (pulses per minute), but the epg was pacing at 80ppm. The epg was replaced with another unit, and it was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing with no anomalies found. It was noted that the interconnect flex was contaminated. (B)(4).

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action.